Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that the tapered connection that fits into the female end of the suction tubing is too long and narrow. The ends do not make a solid connection and therefore there is loss of suction.

Manufacturer narrative:
122 unused samples with lot number 621517264x were received for evaluation. After performing dimensional inspection per procedure, the reported issue was not confirmed. The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A root cause could not be determined for this incident, as the physical samples received do not present the issue reported. A corrective and preventive action is not deemed necessary at this time. We will continue to monitor the process for any adverse trends that require immediate attention. If additional information is obtained, this file will be re-opened for further investigation. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.